Event description:
Stryker (B)(4) received a letter from a solicitor in relation to a female patient who was implanted with an accolade stem, mitch trh acetabular cup and a mitch modular head. The solicitor is acting on behalf of the patient in relation to a claim for damages for injuries and losses sustained arising from an alleged defective implant. No further details have been received.

Manufacturer narrative:
This information was provided by a foreign solicitor as a result of a legal claim. Additional devices mentioned in this report are: cat # mmh-9988-0044, lot # fm085562, description: mitch trh md hd sz 44+0, manufacturer: depuy. Cat # mac-9988-4450, lot # fm087180, description: std mitch trh cp sz 44/50, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
An event regarding injuries and losses involving an accolade stem implanted in the patient¿s right hip was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. No medical records or x-rays were made available for evaluation. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
Stryker UK received a letter from a solicitor in relation to a female patient who was implanted with an accolade stem, mitch trh acetabular cup and a mitch modular head. The solicitor is acting on behalf of the patient in relation to a claim for damages for injuries and losses sustained arising from an alleged defective implant. No further details have been received.